Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that multiple low battery warnings and multiple replace battery alarms were recorded. There was evidence of excessive battery usage observed in the black box history. The battery cap was not able to be fully secured to the pump. The battery cap and battery compartment threads were found to be damaged. Evaluation also revealed that the battery compartment was cracked at the threads. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. No power losses occurred during testing. Evidence of moisture contamination was found inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. The complaint of the short battery life was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.